Event description:
This is 2 of 3 reports linked to mfg report numbers 3004608878-2026-00017 and 3004608878-2026-00018: a facility reported that the patient was in the prone position for a craniotomy procedure and slipped from the mayfield modified skull clamp (a1059). This resulted in an inch and a half deep laceration to the patient's left scalp which required suturing. Additional information has been requested.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed shows no abnormalities related to the reported failure. Failure analysis - inspection of the returned unit shows that it is past the 10-year service life and has not been serviced since 2018. Therefore, the unit will be returned to the customer unrepaired. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that the unit is heavily worn and has movement present in the lock. Root cause - the complaint is confirmed via inspection of the unit. However, the unit was past the 10 year mayfield service life and will be returned unrepaired. The probable root cause is routine use/wear of the unit and lack of preventive maintenance. Additionally, improper or suboptimal placement of the mayfield system can contribute to movement of slippage of the patient. No corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.